Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer's touch screen was not working properly. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer's touch screen was not working properly. The programmer was returned for service. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the touch screen was not working properly, the stylus and the arrow did not align. The bezel overlay assembly was replaced and the stylus calibrated. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.